Event description:
Additional information: it was reported that treatment included oral ciprofloxacin and augmentin for 27 days, IV zosyn, vancomycin for 4 days along with what was previously reported.

Manufacturer narrative:
A specific cause for the reported driveline infection event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal (gi) bleed was reported under medwatch MFR report #2916596-2017-02255. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 1 year 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed driveline drainage. Augmentin was started on (B)(6) 2017 by the lvad clinic. The patient developed increased abdominal pain along the driveline tunnel and increased creamy drainage without odor. The abdominal pain increased and the patient presented to and was admitted by an outside facility for further evaluation. The patient also had concurrent gastrointestinal (gi) bleed with anemia during the admission. The patient denied fever and chills but complained of severe weakness to the point of near syncope and shortness of breath/ dyspnea upon exertion. The patient also reported some more leg edema but no increase in weight. A CT scan of the abdomen on j(B)(6) 2017 showed increased density in the superficial soft tissues of the anterior abdominal wall consistent with edema or infection. The patient was transferred to another facility further gi bleed care. On (B)(6) 2017 the patient was started on zosyn. Physical exam found the patient¿s abdomen soft and tender along the driveline tunnel. The driveline exit site had creamy brown/green drainage. Wound culture from (B)(6) 2017 was found positive for pseudomonas aeruginosa on (B)(6) 2017. The blood culture did not contain growth. It was reported on 14sep2017 that the patient was doing well, but did have some abdominal discomfort near driveline the previous night. The patient did not have nausea or vomiting and was afebrile with no leukocytosis. The patient was discharged home on oral cipro on (B)(6) 2017.

Event description:
Additional information: it was reported that the patient had cellulitis of the abdominal wall.